Event description:
Same case as MDR ID# 2134265-2014-00785 & 2134265-2014-01085. It was reported during a stenting treatment procedure a stent profile issue occurred. A promus element 4.0x16mm was advanced to treat an unknown lesion location; however, under x-ray the promus element stent appeared longer than the balloon. The physician removed the stent then placed another promus element 4.0x16mm at the target lesion. A 2.0x15mm emerge balloon catheter was then advanced; however under x-ray the markerbands appeared to not be positioned correctly. The physician proceeded to inflate the device successfully with no patient complications. A promus element 4.0x12mm was advanced to treat an unknown lesion location; however under x-ray the promus element stent appeared longer than the balloon. The physician removed the stent then placed another promus element 4.0x12mm at the target lesion. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the device was returned without the stent. The balloon was found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. The distance from distal edge of proximal markerband to proximal edge of distal markerband was found to be within product specification. It was also noted during the analysis that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-00785 & 2134265-2014-01085. It was reported during a stenting treatment procedure a stent profile issue occurred. A promus element 4.0x16mm was advanced to treat an unknown lesion location; however, under x-ray the promus element stent appeared longer than the balloon. The physician removed the stent then placed another promus element 4.0x16mm at the target lesion. A 2.0x15mm emerge balloon catheter was then advanced; however, under x-ray the markerbands appeared to not be positioned correctly. The physician proceeded to inflate the device successfully with no patient complications. A promus element 4.0x12mm was advanced to treat an unknown lesion location; however under x-ray the promus element stent appeared longer than the balloon. The physician removed the stent then placed another promus element 4.0x12mm at the target lesion. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4).